Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump was broken around reservoir compartment. The customer's blood glucose was unknown. The customer was advised the insulin pump will be replaced.